Event description:
The customer reported a component failure on the device motor controller pcb board. The customer reported as a result the device would only work on battery. The device was not in use on a patient therefore there was no patient involvement or harm. A component failure as reported may result in device shutdown during normal ventilation operation. Evaluation and service of device is pending.